Manufacturer narrative:
Terumo will not receive the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11.

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, there was a blood-tinged drainage from gas exhaust. The product was changed out, the procedure was completed successfully with 5 minutes delay. There was blood loss but of no measurable consequence to the patient.